Event description:
During an ercp, wilson-cook zilver expandable metal biliary stent introduction system was used to maintain patency of a biliary stricture. Resistance was encountered during stent deployment, causing the stent to partially deploy. The physician tried to remove the partially deployed stent and introduction system simultaneously, but the stent deployed completely at this time. The stent was located half in the bile duct and half in the duodenum. The physician removed the metal stent with forceps and a snare from the bile duct. Another stent was sucessfully placed. The patient was reported to be in good condition. The instructions for use for this product line contain the following warning: "this stent is not intended to be removed. Attempts to remove the stent after placement may cause damage to the surrounding mucosa. The spiral z-stent is considered to be a permanent implant."